Event description:
It was reported that prior to a laparoscopic assisted vaginal hysterectomy procedure, the acoustic stud broke off of the device as the customer was attaching an instrument. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.